Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed a crack on the top case, bottom case and plunger case. The event history log was unable to be accessed due to blank screen. Functional testing was unable to replicate the reported issue due to the blank screen. The root cause was determined to be contamination on the interconnect pcb. The interconnect pcb was replaced and power up process performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the customer took out the board which had spots all over. When the bottom board was put back in the unit, the unit would not turn on. Per the reporter, there was no patient harm.